Event description:
It was reported that during a procedure; there was smoke coming out of the laser. There were no patient complications, however, the information about the procedure outcome was not reported.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found a damaged debris shield, therefore, replaced. No errors were found in the system logs, and all optics, as all were verified to be functioning correctly. Multiple fibers were tested without replicating the reported allegation, and the power tests showed no anomalies. The customer account of events, along with the physical damage observed, indicated that the user fiber had sustained damage at the connector end. This prevented laser energy from reaching the distal end, causing heat buildup at the connector. As the debris shield was found defective, the reported event was confirmed; the event could not be replicated but the replaced debris shield may have emitted smoke at the time it was damaged. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, there was smoke coming out of the laser. There were no patient complications, however, the information about the procedure outcome was not reported.